Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the chronic right ventricular (rv) lead was connected to the device, there was no signal or pacing. The lead was reconnected several times with the same result. The rv lead was tested with the analyzer withgood measurements. The atrial lead was then connected to the rv port and no signal. The rv lead was connected to the atrial port where there was a good signal. The device was not used and a new device was implanted with no sensing or pacing issues with either lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a grommet issue and foreign material on set screw. The returned device indicated a damaged set screw and the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.